Manufacturer narrative:
Investigation summary: one sample was received for quality investigation. The sample submitted is an unknown infusion set. The customer complaint of foreign matter was verified by visual inspection. Evaluation of the infusion set submitted revealed that there is a brown foreign matter on the tip of the drip chamber spike. A fourier transform infrared (ftir) analysis was attempted to be conducted but there was not enough material to get a sufficient identification of the foreign matter on the surface of the spike. A device history record review could not be performed because the lot number is unknown. Due to the unknown material number and lot number of the infusion set, the root cause for the foreign matter on the drip chamber spike is unknown.

Event description:
It was reported while using bd maxplus pressure rated extension set with removable needleless connector there were sterility issues. There was no report of patient impact. The following information was provided by the initial reporter: product description: set extension .7ml 7in intravenous removable needleless connector pinch clamp dehp free sterile maxplus latex free clear. Origin of the issue: product failure//design. Detail: tip of the extension set is contaminated. Product has not been used. Number of occurrences: 1. Sample available: yes. Lot number: n/a.

Event description:
It was reported while using bd maxplus pressure rated extension set with removable needleless connector there were sterility issues. There was no report of patient impact. The following information was provided by the initial reporter: product description: set extension .7ml 7in intravenous removable needleless connector pinch clamp dehp free sterile maxplus latex free clear origin of the issue: product failure//design detail: tip of the extension set is contaminated. Product has not been used. Number of occurrences: 1. Sample available: yes. Lot number: n/a.

Manufacturer narrative:
Date of event is unknown; awareness date has been used for this field. Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.